Event description:
It was reported that the patient presented with symptoms of presyncope. The right ventricular lead exhibited high thresholds and loss of capture. The lead was explanted and replaced. The patient was doing well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.